Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reported issue was not resolved with troubleshooting. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: the black box shows multiple ¿cs052¿,¿cs078¿, and ¿cs128-0088¿ alarms on (B)(6) 2016, secondary code ¿0088¿ is defined as 5v motor post-delivery power supply fault. Moisture corrosion is observed in the battery canister. The pump alarmed with ¿cs078¿ upon the first rewind attempt, unable to verify steps and to adequately investigate reported ¿cs052¿ complaint. The pump¿s cover was removed, further moisture ingress was found to the pcb on the t1 oled component and on u13 motor boost regulator circuits. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.